Event description:
It was reported that the right ventricular [rv] lead had a polarity switch and was reprogrammed from unipolar to bipolar pacing configuration; the cause of the polarity switch was not determined and the rv lead was monitored. It was also reported that a second polarity switch occurred approximately one year later, the rv lead had decreasing impedance when programmed in unipolar pacing configuration and low impedance and high threshold measurements when programmed in bipolar pacing configuration. Furthermore, x-rays taken suggested that a subclavian crush of the rv lead had occurred. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.